Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "one of [their] implants, which ruptured and the silicone has gone into [their] lymph node in the breast area¿ and "skin changes and the shape of the breast changed". Device remains implanted. This relates to an unknown side.